Event description:
It was reported that during the preparation of debridement utilizing a versajet, the hand-piece saline pressure is weak and saline leakage occurred from the orange cartridge when priming saline. The surgery was completed with surgical knife. No patient harm. No delay in treatment.